Event description:
It was reported the patient developed an infection at the ipg site. A culture was allegedly taken; however, results are currently unknown. The physician explanted the patient's system on (B)(6) 2012. It was reported the patient was treated with oral antibiotics. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.